Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt's husband contacted dexcom technical support on (B)(6) 2011 to report that pt was experiencing skin irritation (redness, itching) at the sensor site. Pt consulted her endocrinologist, who recommended using hydrocortisone and a barrier tape under the sensor. Pt was wearing a sensor that was causing irritation and redness at the time of the husband's call to dexcom technical support. During a f/u call by dexcom technical support on (B)(6) 2011, pt reported that she had been experiencing irritation since approximately (B)(6) 2010. Pt was still following up with her physician regarding the irritation and using the products previously recommended.